Manufacturer narrative:
(B)(4).

Event description:
It was reported the metal piece on impactor broke. The weld is broken. The device malfunctioned and per case basis it was deemed that this malfunction can lead to a serious injury.

Manufacturer narrative:
Please disregard MDR 1020279-2017-00067 as it was submitted in error.